Event description:
The affiliate reported that there is a leakage in the y luer lock connection when the system is clamped. The patient did not have an infection and he did not need to be re-operated. The drainage system was replaced. It was not necessary to go to the surgical room to replace the system. The sales rep talked to a neurosurgeon of the hospital and he said that he is sure that the problem is in fact due to the nurse manipulation and not due to the product.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the tubing has come away from the needless port; all other stop cock and tubing connections were fine. It was however noted that glue traces were found on the tubing and the needless port. Although it is not possible to determine the exact cause for the disconnection, it might be possible that when opening the sliding clamp, the tubing was pulled from the needless port, but this could not be determined. The current quality inspection for these assemblies is established to 100% tested for leaks and blockages. A review of the history device records confirmed the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.